Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. A temperature sensing catheter extension cord was returned opened without original packaging. No damage to the cord was noted. Connections of the cord to the plug and socket were secure. Using a multimeter, the cord was tested for and found to have continuity. The cord was connected to an in-house temperature sensing catheter submerged in a water bath (119118 lot ngevz327) the cord was then attached to a kilo device and was able to display the temperature. Temperature displayed was slightly higher than the thermometer temperature. Per product qe, this difference would not be indicative of a failure. The sample meets the specification "plug and jack must be firmly secured to wire". The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device was used for diagnostic purposes. The lot number is unknown; therefore, the device history record could not be reviewed. As the reported event is unconfirmed a labeling review is not required. The device was not returned.

Event description:
It was reported that a display error might occur during the use of the extension cord for temperature sensing foley catheter. It was stated that the measured temperature might suddenly drop by about 2 degrees, the display might or might not return to original when plugged in again after the error, or it would be normal when connected to another monitor (equivalent product). It was mentioned that problems continued to occur during operations, such as being displayed and also the state where a stable core body temperature measurement could not be performed continued. The facility stated that there was no problem with the monitor itself. User stated that it had increased sharply since it was purchased around september.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the display errors occurred during the use of a temperature sensing foley catheter, or that the measurement temperature might suddenly drop by about 2 degrees on the 70th day of use. After the error, the display might or might not return to normal when the monitor was plugged in again, or the display might return to normal when connected to another monitor. It had been impossible to perform a stable deep body temperature measurement. The facility stated that there was no problem with the monitor itself. The number had suddenly increased, especially around the time of the purchase in september.